Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. This lead was bumping up against a lead that had been surgically abandoned. A successful lead revision procedure was performed to reduce the slack. This lead remains in service. No additional adverse patient effects were reported.